Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The surgeon is not sure if the clip or the jaws of the device are cutting the vessels. The issue seems to occur when the surgeon takes more than one vessel with a single clip. The vessels are severed when clipped and not sure if the clip or the device is doing the cutting. Then the vessels are retracting into the tissue taking about 5-10 minutes to control the bleeding but it is controlled during the procedure and the patient is fine. The surgeon said he is using this same clip applier to control the bleeding during the procedure.

Event description:
It was reported that during a bilateral breast implant removal, diep procedure, the jaws were appearing to sever the vessels when placing clips. It happens with either a single or multiple vessels being clipped within a single clip. Doesn't occur with every clip. The procedure was completed with the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91038. The analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.